Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 225mg/dl. Customer suspected that the high bg was caused by an unidentified issue with the cartridge. Reportedly, customer delivered a correction bolus and changed infusion set on (B)(6) 2019, however, issue persisted. Customer then changed cartridge on (B)(6) 2020 prior to call and the issue was resolved.